Event description:
It was reported that the patient faced an event of bent cannula which led to hyperglycemia of 17 mmol/l treated by correction bolus via pump on (B)(6) 2026.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.